Event description:
It was reported that the catheter was broken. The target lesion was located in the moderately tortuous right hepatic artery. A direxion microcatheter was selected for use. During procedure, the device was used in tracking through anatomy and continuous saline flush was maintained. However, it was noted that the nitinol hypotube broke in the center of the catheter. The device was remove completely with the transcend guidewire within it and the procedure was completed with another of the same device. No patient complications were reported and patient was fine post procedure.